Event description:
Reportable based on device analysis completed on 24-apr-2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. Following pre-dilatation of the target lesion with a balloon, a 32 x 3.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Di: (B)(6) (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut on the 6th row distal from the proximal stent edge was damaged and lifted upwards from the stent profile. Based on the type of damage evident this type of damage is consistent with the stent encountering resistance while advancing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).